Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 419 mg/dl. Customer changed out their site three times and continued to receive no delivery. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer received motor error alarm during bolus delivery. Customer performed and passed both the self-test and displacement test. Troubleshooting for no delivery alarm was performed. Customer advised the no delivery alarm was a recurring issue and remained unresolved. Customer was advised to change out their set. Customer was advised to monitor the insulin pump and call back if issues persist.